Event description:
It was reported that the user experienced a low glucose event on the ilet pump, with blood glucose dropping below 70 mg/dl, and the user self-treated with 15 grams of oral carbohydrates; subsequent blood glucose was 99 mg/dl and no further correction was advised. Symptoms included hypoglycemia. Outcomes included recovery with oral glucose and no further intervention. Investigation included user troubleshooting and education conducted by support. Investigation of this case revealed no device malfunction identified and no device component issue observed, aligning with an event consistent with hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.